Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. They said that they received a new pump and that their blood glucose wasn't going to the pump so they changed and then the same error reoccurred. Around noon, there was an occlusion with the tubing and then the customer¿s blood glucose level elevated to 440 mg/dl. The customer said that they threw their infusion set away because the cannula was bent. Troubleshooting was performed. The customer declined troubleshooting for the high blood glucose. The infusion set and the insulin pump will not be returning for analysis.